Event description:
It was reported that a small volume intermate had particulate matter in its bladder. There was no patient involvement as this was identified prior to patient use. No additional information is available. This is report 1 of 6.

Manufacturer narrative:
(B)(4). This lot was manufactured between march 18, 2014 and march 19, 2014. Evaluation summary: baxter received one unit for evaluation. Visual inspection noted solid white particles between 0.20 to 0.30 mm in size, floating in the fluid of the bladder. The particles were identified to be acrylic material via fourier transform infrared spectroscopy (ftir) spectrophotometer scanning. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.